Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. The patient reported that the infusion set's tubing came out of the connector to the short section of the infusion as he was not getting insulin delivery at all. Therefore, when he inspected the infusion set, he noticed that the tubing had no glue and there was no connector. Patient's blood glucose level was in the range of 480-490 mg/dl at the time of incident and ketone level was normal. On the day of this report ((B)(6) 2020), he already changed the infusion set and his blood glucose level was coming down. No further information available.